Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 400 mg/dl while using the infusion sets. Her normal blood glucose level is 125 mg/dl. Symptoms of elevated blood glucose are thirst, headache, and sweating. She bolused through the infusion device but was unable to lower her blood glucose. She injected insulin via syringe to lower her blood glucose. Elevated blood glucose began 1 hour to 1 day after inserting the headset. She stated she also experienced kinked cannulas and on one occasion there was a hole in the cannula. She used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. No product will be returned for eval.